Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 3 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was reprogrammed to perform sim vivo testing while in the test fixture. All results were within specification. Issue is not confirmed. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "replace sensor" message after 1 day of sensor wear and was unable to obtain readings. As a result, customer experienced a loss of consciousness and self-treated with relion glucose tablets. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.